Event description:
In-touch 2.3 critical care bed was being setup from 1st opening of the carton to be tested for proper operations and functionality. Upon startup of the footboard, brakes were tested, but an error appeared stating "brake switch not seen". Other bed movements were tested as per maintenance manual, but no movements were possible. Voltage levels from cpu not found. No injury reported.